Manufacturer narrative:
Covidien customer service engineer (cse) evaluated the 840 ventilator, and replaced the keyboard due to an error code. The ventilator passed the extended self-test (est), and the device was operating within manufacturing specifications. Covidien reference # (B)(4).

Event description:
It was reported by a customer in the USA that an 840 ventilator was inoperative. There was no reported pt involvement.